Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for vertebral compression fracture. Intra-op, surgeon placed unilateral balloon at t9. The balloon was inflated to 4cc, which is the limit of balloon. The balloon burst in t9 after he accessed and placed the next balloon in the adjacent level (t10). When he tried to remove the balloon from the cannula at t9, he could not remove it in it's entirety. He removed the cannula, but the balloon was still stuck inside the patient. There was a black kind of stringy band that was still attached to the balloon and the other end was still stuck inside the patient. After much pulling, he was finally able to remove the remainder of the balloon. There was a delay in overall procedure time due to this. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.